Event description:
Allegedly there was one fracture of a high offset modular neck at the laser labeling without trauma. The neck was revised together with a loose acetublar cup.

Manufacturer narrative:
Investigatin is not complete. This report will be amended when the investigation is complete. This is the same as 3003379990-2006-00036.